Event description:
It was reported that a 67-year-old male patient underwent a pulmonary vein isolation (pvi) ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter and the patient suffered cardiac tamponade requiring pericardiocentesis and prolonged hospitalization. The patients¿ blood pressure decreased during isolation of the left pulmonary vein due to pericardial effusion, drainage was performed. This occurred about 120 minutes since the patient was entered, while isolating the left pulmonary vein. Blood pressure was stabilized with drainage, and the procedure was discontinued. The patient was followed up in the intensive care unit (ICU). Additional information was received indicating the patient outcome of the adverse event was improved. Prior to noting the cardiac tamponade ablation was performed. The cardiac tamponade occurred during the ablation phase; during ablation for left pulmonary vein isolation. Force visualization features used were dashboard and vector with force over time (fot) and tag index.

Manufacturer narrative:
Device investigation details: information received indicates that the device is not available for return, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. A manufacturing record evaluation was performed for the finished device 30719765l number, and no internal action related to the complaint was found during the review. This report is being submitted pursuant to the provisions of 21 cfr, part 4. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster inc., or its employees that the report constitutes an admission that the product, biosense webster inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. (B)(6). If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. (B)(4).

Manufacturer narrative:
On 22-jun-2022, additional information was received indicating the patient required extended hospitalization because of the adverse event. Trans septal puncture was assumed to have been performed because of pulmonary vein isolation. There was no evidence of steam pop. No error observed during the procedure. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).